Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2024, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2024- and 15-days post-procedure (pod15) urinary tract infection. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f2303 captures the reportable event of treatment with antibiotics for five (5) days.

Event description:
It was reported that a nottingham ureteral dilator was used during a ureteroscopy with renal stone removal procedure performed some time in (B)(6) 2024 to treat a patient with renal stone. 15 days post-procedure, the patient had a urinary tract infection which was treated with antibiotics for five (5) days. Per physician's assessment, the event was not serious, was possibly related to the device, and possibly related to the procedure.

Manufacturer narrative:
Blocks b3, b5 and h11 have been corrected. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023 and 15-days post-procedure (pod15) urinary tract infection. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f2303 captures the reportable event of treatment with antibiotics for five (5) days.

Event description:
It was reported that a nottingham ureteral dilator was used during a ureteroscopy with renal stone removal procedure performed some time in (B)(6) 2023 to treat a patient with renal stone. 15 days post-procedure, the patient had a urinary tract infection which was treated with antibiotics for five (5) days. Per physician's assessment, the event was not serious, was possibly related to the device, and possibly related to the procedure.